Manufacturer narrative:
Investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally, the photograph submitted for review did not display the reported failure mode, however based on your description of the event, our engineers were able to determine that the most likely root cause for this event was the use of a high pressure injection of the contrast solution. The reported leakage and septum damage/defective were not confirmed after inspecting the image provided. The defect leakage and septum damaged could not be identified or confirmed because the image is not clear, and cause could not be determined, as the unit described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated. During use the user used power injectors causing leakage: however, this product is not designed for high pressure.

Event description:
It was reported that during power injection, the contract was leaked through the membrane on the right hand of bd¿ saf-t-intima port, and the membrane was loose.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during power injection, the contract was leaked through the membrane on the right hand of bd¿ saf-t-intima port, and the membrane was loose.